Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported " rupture "silicone infiltration" in "at least one lymph node", as well as depression and anxiety due to risk of cancer due to device recall". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, g4, h6. Device is not PMA approved and is not reportable.

Event description:
Patient representative reported " rupture "silicone infiltration" in "at least one lymph node", as well as depression and anxiety due to risk of cancer due to device recall". Later patient representative reported "deformation, rupture, silicone migration (silicone knots), inflammation, changes in sleep". This record is for an unknown side. Device was explanted.